Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, a "connect console to get started" message appeared, despite both surgeon consoles being confirmed as connected. The operating room staff was instructed to cycle system power and disconnect the blue fiber cable from the console that did not power down. Although the system powered and homed, the message persisted upon system power-up. The staff was unable to troubleshoot further, and with the patient in the room, the surgeon decided to convert to laparoscopy. The staff requested the system to be checked urgently. Logs indicated error 32321. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the "console not detected" message and after multiple power cycles the system still wouldn't connect. The fse replaced the common computer controller (ccc) board on tower but the issue remained. The fse then confirmed the issue was with both consoles and replaced the ccc board on each console to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The first ccc board from the console (serial number (B)(6)) was analyzed and found to be completely unresponsive and unable to function (bricked). The second ccc board from the other console was also found to be bricked. The ccc board from the tower was analyzed and found to have no functional issues when installed on an in-house system. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.